Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface central processing unit and backlight inverter printed circuit boards. The current revision software was downloaded. The ventilator passed self-testing.

Event description:
The customer reported that, during startup, an 840 ventilator generated an alarm and the display went blank. The ventilator was not on a patient at the time of the event.